Manufacturer narrative:
(B)(4). Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay ((B)(4)) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the (B)(4) which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.

Event description:
There is a potential to generate false grayzone or reactive architect havab-m results when the architect ausab assay proceeds the architect havab-m assay. Investigation findings to date suggest that the ausab conjugate remains in the dispensing system and is transferred to the havab-m reagents during reagent aspiration. A product correction has been issued and reported under 21cfr806 to the FDA, (B)(4). All architect havab-m customers who received shipments of lot 76175q100, 79412q100, and 82584q100 will receive the product correction letter. New customers will receive product information will all new lots. No adverse impact to patient management has been reported related to this issue.

Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.